Event description:
Caller reports that his wife was experiencing abdominal pains and shakiness while taking her blood glucose readings. Customer received a reading of 51 mg/dl on her adc meter. Customer went to the hospital where she was diagnosed with dka, was administered insulin and was admited for two days for further monitoring and stabilization of glucose level. Adc meter result was not consistent with the reported treatment the customer received, nor with the reported diagnosis.